Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a high temperature error code was observed in the device's downloaded error log. The increased airstream temperature (high temperature alarm) appears to have been caused by the ambient conditions in which the device was operating. No components were replaced to address the issue.